Event description:
Related to MFR # 2030404-2012-00136, 2030404-2012-00146. It was reported during an ablation procedure, the pt developed a pericardial effusion. Transseptal puncture was performed with a non-sjm sheath and a non-sjm needle. An inquiry quadripolar catheter was placed in the right ventricle. The cool path duo catheter was used with an agilis large curl introducer and with the ensite navx system to create a left atrial tachycardia map. While mapping the left ventricle, deflection issues were noted with the cool path duo catheter. The catheter was removed and replaced with a similar catheter and later in the procedure the pt's blood pressure decreased. The physician performed an echocardiogram revealing a pericardial effusion. A pericardiocentesis was performed to treat the pericardial effusion. The pt's current status is listed as fine.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.